Event description:
It was reported that when the device was removed from the packaging, it was observed that the secondary leg was flipped up. The device did not make patient contact. The procedure was successfully completed with another device from the same lot (subject of this report). It was further reported that the patent foramen ovale (pfo) closure procedure was performed through the celect platinum filter. Typically, the filter would be placed after the pfo procedure. Due to a miscommunication at the lab level, the filter placement was completed prior to pfo closure. During pfo closure, towards the end of the case, it was noticed that a secondary strut of the filter was bent and that the filter was tilted. A pig tail catheter was used to straighten out the secondary strut and the filter successfully.